Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to infection. It was infected and loose.

Manufacturer narrative:
The revision reported was likely the result of infection. However, this cannot be confirmed as the devices were not available for evaluation, and no further information was provided.